Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Unknown date in (B)(6) 2011.

Event description:
During a procedure, the product was noted to be covered in a white residue. There was no patient injury or delay in the procedure.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product confirmed that white debris is found inside the sterile packaging. Ftir analysis conducted on the white debris identified that it is consistent with the adhesive used in the packaging process. Device history record was reviewed and no discrepancies were found. Review with the packaging team identified that the debris found is consistent with adhesive used in packaging. There is evidence of abrasion caused by the foam pouch to the tyvek lidstock, causing the adhesive coating to be transferred onto the tray. This is a common phenomenon caused during transit and does not cause any risk to the patient since all the contact packaging are made of biocompatible materials. The root cause for the reported issue is attributed to transit damage. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.